Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2011 during which the surgeon noted ¿the mesh itself was sub-adjacent to the rectus fascia and 1 area of the mesh was clearly infected. The mesh was widely excised back out to healthy viable fascia and passed off the field as a specimen.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 08/20/2020. Corrected information: manufacturing site name. Corrected narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted.